Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during a laparoscopic colon resection. When the device was being fired on the mesentery, it was very hard to fire, but the surgeon fired through it. The jaws stuck closed and the device had to be cut off. The firing was outside the body to perform the anastomosis. Another device was used to complete the procedure. There was no adverse consequence to the patient. On what tissue type was the device used? Mesentery, at what location on the tissue? Right colon mesentery. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Approximately 3rd or 4th firing. During which stroke did the event occur? After all strokes. What color cartridge was being used? White. What other color cartridges were used before and after this event? Blue. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Yes, possibly. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Yes, during firing. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? Yes. Is there any other additional information you would like to share about this device or procedure? Device was cut off tissue.

Manufacturer narrative:
(B)(4). Buckled knife. The analysis results found that one ec60a device was returned with the anvil closed the firing mechanism jammed and with a white cartridge reload loaded on the device. Base on CT scan analysis it was noted that the knife had buckled. This condition is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run. If enough force is applied to the firing trigger the knife will bucked, and as the knife is attempting to pull the anvil towards the cartridge to form the staples. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction are included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. The batch record was reviewed and no anomalies were noted during the manufacturing process.